Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode that shows what appears as competitive pacing inducing a ventricular fibrillation (vf). The issue was a functional blanking of a premature ventricular contraction (pvc) that lead to vf. Programming options were discussed so that the pvc get sensed in the future. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.